Manufacturer narrative:
(B)(4).

Event description:
The customer alleges, that prior to insertion, the swg (spring wire guide) was bent and difficult to pass the ars. A new set was used without issue.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc set. The returned guide wire assembly was examined with and without magnification. Visual examination revealed one slight bend in the guide wire. The proximal end of the received guide wire had retracted through the wire snubber. Microscopic examination was performed and confirmed the bend; however, the coils were not offset or unraveled. The wire snubber was also examined under the microscope and revealed a slightly bigger hole where the swg had been stuck. The guide wire was bent 42mm from the distal tip. The overall length and outer diameter of the spring wire guide was measured and found to be within specification. The length of the guide wire tubing and the inner diameter of the wire snubber were also measured and found to be within specification. Once the returned guide wire's proximal end was removed from the wire snubber, the guide wire was able to pass through the returned ars syringe with minimal resistance. A device history record (DHR) review was performed with no relevant findings to suggest a manufacturing issue. Other remarks: the instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer returned one opened cvc set. Visual examination revealed that the proximal end of the guide wire was retracted through the wire snubber. Once corrected, the returned guide wire was able to pass through the returned ars with minimal resistance. Visual examination also revealed one slight bend in the guide wire. The location of the bend in the wire corresponded to the ridge on the swg advancer, indicating the user's force contributed to the bend in the wire. The guide wire assembly passed all relevant dimensional requirements. Based on the sample received and the observed damage, it was determined that operational context caused or contributed to this.

Event description:
The customer alleges, that prior to insertion, the swg (spring wire guide) was bent and difficult to pass the ars. A new set was used without issue.